Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's power module issued a backup battery depletion warning. A new backup battery was received with an expiration date of (B)(6) 2022 and was installed. Immediately a yellow wrench and red battery hazard symbol occurred. The same backup battery was tried in a different power module and the power cable and outlet were changed, but the alarms continued to occur.

Event description:
Additional information: the battery was exchanged again for one with a later expiration date and the event resolved with the exchange of the backup battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench/red battery alarm could not be confirmed through this evaluation. Event details indicated a red battery alarm was active on the power module (serial #(B)(6). Additional information indicated the reported red battery alarm resolved after the backup battery was exchanged. The information indicated the suspected backup battery will be returning for an evaluation. Attempt was made to obtain additional information from the customer regarding the return status; however, the suspected product was unavailable to date for an evaluation due to shipping issues. The complaint file will close accordingly and will be reopened when the product is received for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6) was shipped to the customer on (B)(6) 2014. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. The manuals caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Under section 5 ¿powering the system¿ describes power module alarms (visual and audible) and what action should be performed when they do occur. No further information was provided. The manufacturer is closing the file on this event.